Event description:
It was reported that the fiber was not visible on the console's screen. There were no patient consequences; however, the procedure was not completed due to the console screen issue. The patient was not under sedation at the time of cancellation of the procedure. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported that the fiber was not visible on the console's screen. There were no patient consequences; however, the procedure was not completed due to the console screen issue. The patient was not under sedation at the time of cancellation of the procedure. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
The console was not returned for analysis; however, a field service engineer (fse), conducted an onsite visual inspection of the console. The fse restarted the console, and this cleared the issue that was reported thus confirming the reported event. Since restarting is part of the activities performed by the fse during preventative maintenance; therefore, the cause of the event was likely due to improper routine or preventative maintenance. H3 other text : the device is capital equipment.